Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead auto diagnostics show a lead warning on 2015 (B)(6) with 8 out of 16 open circuit paces pre lead warning and there were 12,497 open circuit paces post lead warning. Current trend data is at baseline. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for polarity switch due to a large number of measured high pacing impedances. The lead remains in use. No patient complications have been reported as a result of this event.